Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure and patient expiration) could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. An approximately 3.0¿ segment of sealed outflow graft was returned attached to the pump cover outlet port. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, loosely seated, fixed depositions were observed throughout the entire device. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant and exposure to a fixative agent. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 16may2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to right ventricular failure. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. An autopsy was performed. The device was explanted. The device will be returned for evaluation.